Event description:
It was reported that, the bottom part of a 980 graphic user interface (gui) display was unresponsive. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and verified the reported issue. The se reseated the printed circuit boards (pcbs) in card cage. The se performed calibrations and extended self-testing on the device and all tests passed.